Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Primary surgery on (B)(6) 2020. Revision on (B)(6) 2020 due to a fracture during primary surgery. The cause of this fracture is unknown but the product is not in question according to the sale responsable. Surgeon explanted 36/+3 standard humeral cup and replaced a new 39/+9 standard humeral cup.